Manufacturer narrative:
Based on the claim against the product by the customer noting connection issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the e-100 generator involved with this complaint and completed investigations. The failure analysis (fa) investigations replicated/confirmed the customer reported failure. During in-house fa, the e-100 generator was visually inspected and installed in a good internal system, but it failed. Intermittent connection and distorted startup noise were noted. This complaint is reportable malfunction event due to the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an integrated electrosurgical unit (iesu/erbe). While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the vessel sealer instrument would not connect to e100 generator. The customer believed that there might be something stuck in connection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. Troubleshooting was performed by using another vessel sealer instrument, but the issue was not resolved. The vessel sealer instrument was not getting recognized by the e-100 generator. The technical support was not contacted at the time of issue. There was a procedure delay less than 15 minutes. An integrated electrosurgical unit erbe (erbe) generator was used to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the field service engineer informed that during field service activity, first when vessel sealer was connected to e-100 generator, no issues was noted. Then after disconnecting and reconnecting the vessel sealer once more, the vessel sealer instrument was not recognized by the e-100 generator. Hence mentioned as vessel sealer intermittent in connection to e100.